Event description:
It was reported, the customer had cracks near the reservoir window. No additional information provided.

Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners. Cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. No cracked near reservoir tube window, however a scratched near reservoir tube window was noted.